Event description:
Boston scientific crm received information from a boston scientific field representative that this chronic right ventricular (rv) defibrillation lead was explanted and replaced after being associated with two warning messages during defibrillation threshold (dft) testing. Initially, the associated device displayed a message indicating a low shock impedance condition, and then a message indicating a shorted lead condition existed. The patient was externally rescued with no adverse effects.

Manufacturer narrative:
This report will be updated if additional information is received or if the explanted lead is returned.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the clinical observations were confirmed. Visual inspection of the lead confirmed insulation damage, and melted metal from arcing damage. Due to the location of the lead and the type of damage incurred it is likely the insulation damage was caused by entrapment in the clavicle/ first-rib region.